Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Conconmitant products were used during this study: lasso nav eco catheter and carto 3 system (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring surgical intervention and extended hospitalization. During transseptal phase, the guide wire appeared to be in the pericardial space, as seen via fluoroscopy. During transseptal puncture, the smarttouch catheter was located at the his position, recording a his electrogram. Tamponade was confirmed and the patient was transferred to the operating room for emergency surgical intervention. Patient did not receive anticoagulation during the procedure. Sheath used was a st. Jude medical sl1 8.5 (B)(4). Irrigated catheter flow was set at 2 ml/min.